Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed fluid leakage from the access line screwed connector. It was identified that the connector was screwed into a port that was not representative of the header cap access port of a prismaflex filter. The line was in use with an incompatible filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to misuse of the product which resulted in an incorrect connection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that a leak was found at the connection between the arterial tube and the filter of a prismaflex st150 set during prefilling for hemodialysis treatment. There was no patient involvement. No additional information is available.